Manufacturer narrative:
The suspect motor battery charger was returned to the manufacturer for evaluation. Testing found that voltages from one channel were below specifications.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the motor battery charger and the motion batteries were replaced the reported the reported issue. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation. The suspect motor battery charger has not been received by the manufacturer for analysis.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not power on. No additional information was provided. There was no patient present when this issue was identified.